Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory popluation, was explanted with allegation of premature battery depletion.